Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that the device longevity was 6.7 months to eri, while a previous check 6 months prior revealed a device longevity of 2.3 years. Review of the device battery was performed and the trend appeared to be normal and that the prior device longevity of 2.3 years was an overestimation by the programmer. The patient will continue to be monitored.